Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product disposition is unknown.

Event description:
It was reported by the pharmacist at the hospital, reported the following event : "implantation of an s2 nail with 2 locking screws part reference (B)(4) in (B)(6) 2015 further to a fracture of the left femur. Patient arrived on (B)(6) 2016 for a fracture of the left femur with the broken s2 nail without notion of impact. The nail was removed on (B)(6) 2016 and another nail from another manufacturer was implanted

Manufacturer narrative:
The evaluation revealed the broken s2 femur nail to be the primary product; although both locking screws are damaged and one is slightly deformed, they did not contribute to the nail breakage. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. The breakage line, material contraction and breakage surface indicate that the nail breakage initiation started at lateral in a fatigue fracture (step by step); the main part broke spontaneous in a forced brittle fracture. The fact that the nail broke after > 6 months indicate that maybe: the bone fracture was not healed and/or; the patient loaded the left leg with a simple overload so that the nail broke spontaneously, although it was reported that the patient came in ¿[¿] without notion of impact [¿]¿ based on the nail breakage location (approx. Half of the nail) indicates that the bone fracture was most likely a femur shaft fracture. Furthermore damages at the nail holes indicate that the nail was very likely implanted in antegrade mode. Two screws were used, one placed proximal, one placed distal. The proximal screw was placed horizontally towards the nail axis through the 2nd hole. Using only two screws and placing the proximal screw through the 2nd hole is not intended according to the operative technique. Because no manufacturer related issues were found the nail breakage is attributed to the patient. Additionally the screws were not placed like intended (deviation from the operative technique). Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
It was reported by the pharmacist at the hospital, reported the following event : "implantation of an s2 nail with 2 locking screws part reference 17965045s in (B)(6) 2015 further to a fracture of the left femur. Patient arrived on (B)(6) 2016 for a fracture of the left femur with the broken s2 nail without notion of impact. The nail was removed on (B)(6) 2016 and another nail from another manufacturer was implanted.